Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device exhibited inappropriate at/af (atrial tachyarrhythmia/atrial fibrillation) episode due to far r-wave oversensing during ventricular cap confirm tests. Patient was asymptomatic. Programming changes were discussed and will be made at next scheduled follow-up.